Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown software version: 1.0.1124 product type software product ID hh9020tdd lot# serial# (B)(6) product type: patient programmer/handset section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown h3: the model hh9020tdd handset was returned as part of this investigation. Analysis found that the model hh9020tdd handset was able to pair to a test pump in the laboratory using a model tm90 communicator. No issues were identified with the handset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. The patient reported the screen gets stuck at 91% when trying to connect to the pump for a little over a month maybe. The date (B)(6) 2025 is considered an approximate date of event (specific month and year known only). The patient stated they had to go through the process twice to get to 100% and it takes a little longer to get 100% on the screen. The patient reported they were getting service code 338 every time they go to use the personal therapy manager (ptm) for the past 4 days. Patient mentioned a nurse refills her pump at home. Agent assisted patient with clearing the data on the handset and patient was able to connect very fast to pump. The troubleshooting steps that were taken on the call resolved the issue. The patient called back and stated she just got a communicator and still having the same issue. Agent sent request to repair for handset. No patient symptom was reported.